Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The following information was requested, but unavailable: sales rep is speaking with the doctor concerning how long the surgery was prolonged.

Manufacturer narrative:
(B)(4). Additional information: additional information received: what is the patient¿s current condition? - the patient is doing fine. Were there any purse string issues? - in this procedure of a gastric bypass the doctor does not do a purse string technique. He creates a gastrotomy in stomach pouch. He then inserts the anvil with suture tied to it. He then passes through a suture passer in the area of the desired anastomoses. Then he pulls the anvil through the stomach pouch. The gastrotomy is closed using the endoscopic stapler. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device). How was the purse string placed, by hand or with an assist device? If an assist device, what product? No purse string used. How was it confirmed that all of the desired tissue was captured? No purse string used. Where within the gap setting (green) scale was the orange indicator located? - all the way down. When the device was closed on the tissue, was a pause of approximately 15 seconds observed prior to firing the device? Yes. Who fired the device? Assistant or the surgeon? User experience with the device? - dr. (B)(6) fired the device himself and has over ten years of experience with it. What confirmation did the surgeon receive that the anvil was firmly attached? - he felt and heard the click. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation,) dr. (B)(6) said that he noticed the issue visibly. He could see it. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Were any unexpected noises heard? If so, when? No was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? - yes it was difficult to remove. Less than a full rotation. Were any unformed or malformed staples observed? If yes, where were they located? No. Dr. (B)(6) also noted that he doesn't believe it was a device issue.

Event description:
It was reported that during a gastric bypass procedure, the device creating the gastrojejunostomy, after firing during removal, noticed that it would not remove freely. After manipulating, the surgeon noticed the posterior wall of the anastomoses was disrupted. Doctor said that the stapler was difficult to remove. He sewed the anastomoses. It was a contributing factor that extended case time. Patient experienced brachio plexis injury attributable to prolonged surgery. One device was discarded.

Manufacturer narrative:
(B)(4). Additional information: additional information received: what is the patient¿s current condition? Unk. Were there any purse string issues? Unk. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) unk. How was the purse string placed, by hand or with an assist device? If an assist device, what product? Unk. How was it confirmed that all of the desired tissue was captured? Unk. Where within the gap setting (green) scale was the orange indicator located? Unk. When the device was closed on the tissue, was a pause of approximately 15 seconds observed prior to firing the device? Unk. Who fired the device? Assistant or the surgeon? The surgeon fired the device. User experience with the device? The surgeon has many years of experience using the devices as well as many years of experience as a bariatric surgeon. What confirmation did the surgeon receive that the anvil was firmly attached? Unk. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Unk. Were any of the forces higher or lower than expected (closing, firing, or opening)? He (the surgeon) did not recall any higher or lower forces than expected. Were any unexpected noises heard? If so, when? To the best of the surgeon¿s memory he did not hear any audible differences while firing. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? During the gastric bypass while creating the gastrojejunostomy the surgeon noticed that the ecs21a was difficult to remove after firing. Were any unformed or malformed staples observed? If yes, where were they located? Unk.